Event description:
It was reported that the patient presented in clinic for system implant procedure. During the procedure, the patient's novel right ventricular lead exhibited issues in extending its helix. Upon fixation, it was noted that the lead had become dislodged. The procedure was completed using an alternate lead on (B)(6) 2022. The patient's health status was unknown.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of inability to deploy helix appropriately was confirmed. Visual inspection found that the cause of helix mechanism issue was due to the helix being clogged with blood. After cleaning the helix, it worked correctly. No anomalies were detected.